Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that nearly two years ago and following the transition to balance tips, there was an increase in post-operative corneal oedema and inflammation. The ophthalmic console settings were adjusted with the representative, but the reporter observed variable irrigation and aspiration performance occasionally requiring manual aspiration with longer operating time. The reporter observed reduced anterior chamber stability during phacoemulsification mode of surgery compared with units at the other hospitals and observed poor followability of nuclear fragments with longer operating time and increased corneal oedema and reduced clarity of vision in the early postoperative period. No additional patient impact information was provided. The current status of the patient was unknown. This report pertains to ophthalmic handpiece involved in reported events. The total number of patients involved were unknown.